Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing pre-syncope and palpitations. It was further reported that the right atrial (ra) lead was oversensing far field r-waves (ffrw) and diminished r-waves were noted on the right ventricular (rv) lead. The ra and rv leads remain in use. No further patient complications have been reported as a result of this event.